Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 5 months. The event occurred at ikem institute for clinical and experimental medicine, (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the there was reduced flow from the device. The pump speed was adjusted to increase pump flow; however, the patient returned to the hospital on (B)(6) 2018 due to low flow alarms. A CT scan revealed an obstruction at the outflow graft underneath the bend relief, close to the pump housing. A decision was made to re-open the patient to resolve the obstruction. After a mid-sternotomy incision, the bend relief was disconnected. Underneath the bend relief, the outflow graft was observed to be twisted approximately 180 degrees. The outflow graft was repositioned and flow immediately increased and the heart fully unloaded. The bend relief was reconnected. The patient was stable in the intensive care unit. No additional information was provided.

Manufacturer narrative:
The report of a twisted outflow graft can be confirmed based on the submitted videos. The patient experienced reduced pump flow and their system controller event log file was submitted which captured numerous low flow events where flow was captured as 2.4 lpm or lower. A CT scan was performed which revealed an outflow graft obstruction underneath the proximal end of the bend relief. The patient was readmitted and brought to the or. A mid-sternotomy incision was performed and the bend relief was dissected. Underneath the bend relief, an approximately 180-degree twist was observed. Videos from the outflow graft revision were submitted; however, due to the size of the video files, the videos could not be attached. Screenshots taken from the video show the reported twist in the outflow graft. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.